Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced issue of 5 infusion sets cannula being crimped on (B)(6) 2024. This issue led to an increase in blood glucose level, which was treated with correction bolus via pump. The symptoms were noticed within 3 hours of insertion, the site of insertion was abdomen. Furthermore, the patient confirmed the introducer needle was ahead of the cannula prior to insertion. . No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 5.